Manufacturer narrative:
The initial complaint by the customer did not indicate that an MDR would be required. However, per the info received on (B)(6) 2019 medical treatment was required. Based on the information received, aso opted to file an MDR. As of (B)(6) 2019 unused returned product samples were submitted to the lab for testing with no defects noted. In addition, aso reviewed records of biocompatibility tests. Refer to section of this report for further details.

Event description:
On the initial report on (B)(6) 2019 consumer reported used the bandage strip to cover a scratch on her arm and upon removal it took off layers of her skin, causing bleeding. On (B)(6) 2019 reporter stated on returned cir that the issue was with the tape area and that she sought medical attention.